Event description:
The report indicates that 3 months after initial fusion surgery from l4-s1 with supplemental bilateral posterior fixation on (B)(6) 2013, patient heard a "pop" during physical therapy. Patient began feeling a slight pain. Upon evaluation of the patient by the surgeon it was discovered that the s1 bone screw had fractured. On (B)(6) 2013, revision surgery was performed to replace the left bone screw in s1. Patient is reportedly doing well. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort, prior to or during the event.

Manufacturer narrative:
(B)(4). Revision surgery occurred on (B)(6) 2013. Pedicle bone screw was returned to nuvasive for evaluation on (B)(6) 2013. The screw was fractured mid-shank. The fracture looks to be a static torsional shear failure. This suggests the construct sustained some impact, trauma or singular force, causing the fracture. It is unknown if the patient complied with post-operative care instructions. It is unclear what activity the patient was doing at the time of the event. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture...loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." The root cause of the failure remains unknown, but may be related to patient activity levels following surgery.